Event description:
An optometrist reported seeing an embedded filament on the anterior surface of the intraocular lens (iol) prior to implanting the lens. There was no patient impact associated with this report.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed; however, other product damage was identified. While we were unable to determine the origin of the damage, our observation reasonably suggests that it was not manufacturing related. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B) (4). (B) (4). (B) (4).